Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, high impedance was noted on the patient's atrial lead. Impedance had been trending upward. The patient is atrial paced the majority of the time. Sensing and threshold values were stable and unchanged. Programming changes were discussed but not made. The patient will continue to be monitored.